Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the ancillary trocar broke in the anvil. The surgeon dismantled the staple line proximal handle and made a purse with another stapler. There were no adverse consequences for the patient.